Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String dismantling/ shedding [device breakage]. Case narrative: consumer reported via letter that the tampon string is dismantling/ shedding. No injury reported.